Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that has a keypad anomaly and button issues. The blood glucose reading is 93 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump has cracked display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.